Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was dermabond or skin adhesive used in a previous surgery or wound closure? Please provide photos of the reaction. Procedure name : roux en-y - gastric bypass surgery. Initial procedure date: (B)(6) 2018. Date that reaction was first noticed? (B)(6). I complained of itching; before I was discharged from the hospital the internal medicine doctor on call approved some benadryl to address the itching from the EKG patches and did not look at my abdomen because surgical sites are always a little itchy afterwards. Location and incision size of product application? On my abdomen. Was a dressing placed over the incision? No. What type of medication? Mupirocin 2% ointment once a day to affected area, clobetasol propionate ointment .05% once a day, hydroxyzine hcl 25 mg 1 - 2 tablets a day for itching dose; started (B)(6). Were any patch or sensitivity tests performed? I have been to an allergist after an anaphylactic from EKG leads. Do you have the product code and lot number involved ? Not provided. What is the physicians opinion of the contributing factors to the reaction? Doctor stated that dermabond is not an adhesive; it was documented in my chart that I am allergic to adhesive, I bring my own tape because of my allergy, I told my entire care team several times I am allergic to adhesive, but according the hospital's risk management department - dermabond is not an adhesive so it was my fault for not specifically telling them I am allergic to wood alcohol and formaldehyde. What is the most current patient status? My wounds are closed and rash free. Patient pre-existing medical conditions (ie. Allergies, history of reactions) I am allergic to adhesive; reactions - EKG leads.

Event description:
It was reported on voluntary medwatch report # mw5077388 that a patient had a roux-en-y gastric bypass surgery on (B)(6) 2018 and topical skin adhesive was used. The patient reports an allergic reaction to the topical skin adhesive and has seen a dermatologist for severe contact dermatitis. The patient has allergies to adhesives. The patient reports that on (B)(6) 2018 the itching began. The patient was discharged from the hospital with benadryl to address the itching from the EKG patches. The doctor did not look at the abdomen at that time. On (B)(6) the patient was not feeling well and then on (B)(6) the patient experienced itchiness and had redness spreading. On (B)(6) the patient experienced extreme itching and the wounds were bright red, expanding, itching and weeping. On (B)(6) the nurse practitioner opined that the incisions were probably infected and the physician suggested to remove the topical skin adhesive and go to a dermatologist. Approximately, two days later another doctor opened one of the wounds to drain and the doctor did not indicate that it was due to the reaction. The patient then went to a dermatologist and was prescribed antibiotic ointment and steroid cream as well as an oral antihistamine. The patient packed the wound twice a day for three weeks. The patients wounds are now closed and rash free. Additional information has been requested.